Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2013 due to elevated metal ion levels, metallosis and weak bone. It was reported that during modular head removal, the stem unexpectedly dislodged and caused a fracture to the greater trochanter. As a result, all components were removed and replaced and the procedure took 5 1/2 hours to complete.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2013-03356 / 03360).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2013 due to elevated metal ion levels, metallosis and weak bone. It was reported that during modular head removal, the stem unexpectedly dislodged and caused a fracture to the greater trochanter. As a result, all components were removed and replaced and the procedure took 5 1/2 hours to complete. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2013 was due to acetabular cup loosening, elevated metal ion levels, metallosis and weak bone. The operative notes confirm that the acetabular cup, modular head, taper adapter and femoral stem were removed and replaced. The cup and liner were replaced with competitor products. Additional information received in patient medical records report additional patient allegations of significant muscle soreness and aching and occasional clicking and popping noises. Operative report from the (B)(6) 2013 revision noted hemorrhage from soft tissue bleeding points, secondary to metallosis. Post-operative monitoring and follow up noted patient underwent an abductor tendon repair procedure on (B)(6) 2013 due to proximal migration of the abductor.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.